Event description:
It was reported that the lead dislodged about 4-6 hours after implant after the patient stood to void. It was also reported that the lead rarely captured. During pocket exploration, the patient developed a large hematoma requiring drainage. The physician decided to control the bleeding and explanted both the lead and device, allowing the patient to stabilize and then re-implant the next day on the opposite side of first implant. A new device and lead were successfully implanted the next day and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found.